Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01674. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the insertion of the 26mm commander delivery system with s3 ultra valve) through the 14f esheath, higher push force than usual was recognized by the physician. Under fluoroscopy, the physician could see that the delivery system with the valve, got stuck inside the esheath. The physician removed/retrieved the esheath with the commander system as one unit out of the vessel. No vessel injury occurred. The esheath was received for evaluation and during pre-decontamination of the device a liner strand was observed.

Manufacturer narrative:
Added h.6 component code, type of investigation and investigation findings. Correcting h.6 investigation conclusions. The 14f esheath was returned after the procedure with a 26mm commander delivery system partially inserted through it. The full loader assembly remained over the flex shaft. During visual inspection, no kinks were observed on the sheath shaft. The valve was exposed through the liner. The sheath was fully expanded and the tip was opened as designed. The liner was torn 7.5 inches in length, beginning from the distal tip. The sheath shaft was punctured 1.5 inches distal from the strain relief. A liner strand 1 inch in length was located 4.75 inches from the distal tip. An inflow strut on the valve was bent. Procedural imagery was provided, and one outflow strut was noted to be slightly bent outward. The valve was exposed through the torn liner after removal from the patient. Due to the condition of the returned device, no functional testing could be performed. The complaint was confirmed through visual inspection. The liner thickness was measured along the length of the liner tear and strand. A sheath liner thickness deviating from specifications could contribute to liner tears and/or be indicative of a manufacturing non-conformance. All liner thickness measurements met specifications. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed related complaints relating to the complaint codes. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed for guidance and instruction on device preparation and usage. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with the resistance between the devices. The risks outlined in the pra remain the same. The pra documents the potential for difficulty or inability to introduce delivery system/loader and advance through sheath, leading to procedural delay, which did occur during this event. The pra remains applicable, and no further action is required a corrective action preventative action was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the control phase. The events were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The procedural training manual mentions, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' As per the complaint description, 'physician states that the access vessel was quite tortuous.' The presence tortuosity can prevent the sheath from fully expanding to allow for a smooth delivery system advancement within the sheath, contributing to resistance with the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Available information suggests that patient factors (access vessel tortuosity) may have contributed to the complaint event. As reported, 'under fluoroscopy, the physician could see that the delivery system with the valve, got stuck inside the esheath and the esheath was kinked between the white stiff part and the flexible blue part'. There was no observation of kink on the returned device. A definitive root cause was unable to be determined at this time. As there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. The liner tear, strand, and sheath shaft puncture likely occurred due to excessive device manipulation during advancement and retrieval of delivery system with a damaged valve. Per the complaint description, 'a frame strut of the valve appeared to be bent,' as seen in provided imagery and during visual inspection of the returned device. As the device was manipulated to overcome the observed resistance and continue to advance forward, it may have resulted in the bent struts on the valve. It is likely that the bent valve struts interacted with the sheath liner, leading to the observed liner tear and strand. The sheath puncture mark is also likely a result of the valve strut catching on the sheath and damaging the hdpe while tracking the device. Available information suggests that procedural factors (bent struts caught on sheath / excessive device manipulation) may have contributed to the complaint events.